Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED pads were expired. Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack - the device was in storage with no maintenance being performed. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.